Event description:
Additional information received reported that the patient was scheduled for another pocket revision on (B)(6) 2013. The results of the culture were unknown. About one week later it was reported that there were "ongoing wound healing issues". The implantable neurostimulator (ins) site and the lead insertion site had heterotopic granular tissue growing at these sites. It was noted that the health care professionals (hcp) did not believe this to be an infection; however, infection was not ruled out. Approximately two months ago the ins site was "debrided, and the wound was packed". It was reported that this did not "address the issue". On (B)(6) 2013, the ins and the lead were moved to the opposite side of the patient's body. Also, the lead and ins were replaced just in case there was any active infection going on. It was stated that post-operation, the patient was "feeling stimulation appropriately". No further information was provided.

Event description:
It was reported that there was 'some sort of tissue reaction' on the incision over the pocket. A culture was taken of the pocket, but showed no evidence of infection. The 'reaction' was starting to occur at the lead incision site as well. It was stated that the pocket site 'looked like some sort of granuloma.' There were no allergy tests run. It was unknown when the reaction first occurred. The patient's therapy was still on and working for her symptoms. A few days later it was reported that there were no diagnostic tests or troubleshooting performed. There were no malfunctions seen. The patient was 'doing well' with the therapy. It was stated that the health care provider (hcp) become uncertain about whether or not there was actually a granuloma. About two months later it was reported that there was erosion at the pocket site and at the lead/extension site. The patient symptoms were drainage and incisional wound opening at the device pocket. Surgical intervention was required. The patient status was unknown. Three days later it was reported that surgery happened on (B)(6) 2013. The lead and implantable neurostimulator (ins) incision sites were opened and 'cleaned out.' A culture was taken, but the results were unknown. A drain was placed in the ins pocket incision. Both the lead and ins remain in place. The patient's outcome post-operation was unknown, but pre-operation the patient said she was happy with the symptomatic improvement her device provided. No further information was provided.

Manufacturer narrative:
Product ID 3093-28, lot# va011wd, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).